Manufacturer narrative:
The hba1c reagent lot number was 67251001 with an expiration date of 31-jan-2024. The last preventive maintenance was performed in (B)(6)-2023. Qc and calibration were performed and they were acceptable. The alarm trace on (B)(6) 2023 showed abnormal cell blank, analogue digital converter (adc) photometer, and cell skip (adc underflow/overflow) alarms which suggest an issue with the reaction cells. The reaction cells were replaced every month. The lamp and heat cut filter were replaced (B)(6) 2023 and replaced again on (B)(6) 2023. The water levels were okay. The sample probes were correctly adjusted, however, one sample probe had never been replaced. The gear pump pressure was slightly high. The investigation determined the event was consistent with a maintenance issue.

Event description:
We received an allegation of questionable results for 1 patient's whole blood sample tested with the hba1c on a cobas c513 analyzer when compared to another cobas c513 analyzer at the same facility. On (B)(6) 2023: initial result: 6.60 %. On (B)(6) 2023: 1st rerun result: 5.36 % (tested from the same sample on the same analyzer). The patient received the questionable result and performed a new test at a different laboratory. The result was 5.3 %. 2nd rerun result: 5.50 % (tested from the same sample on a different c513 analyzer). The rerun result of 5.36 % was deemed to be correct as it matched the patient's medical history.